Event description:
It was report via voicemail that the patient's neurostimulator had been turned off for months and 'something' turned it back on.

Manufacturer narrative:
Lead model 3487a, serial # (B)(4), implanted: 2001-(B)(6), explanted: unknown, extension model 7495-25, serial # (B)(4), implanted: 2001-(B)(6), explanted: unknown, programmer model 7434-e, serial # (B)(4).